Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to premature wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the battery oscillator device ran by itself. After the pre-test, the device was dissembled and the electronic control unit (ecu) and the motor were measured individually. It was determined that the ecu always outputted a voltage even without pressing the trigger. It had no influence whether the trigger was pressed. It was further observed that the output always remained the same value. It was further determined that the mode switch resistance was too low. It was further determined that the device failed pretest for functional test, check trigger and ecu function and mode switch-test. It was noted in the service order that the device was inoperative. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.